Event description:
Per (B)(6), home health rn (registered nurse) with (B)(6) who reports that freedom pump would not work during infusion on (B)(6) 2025. Rn confirms syringe was loaded correctly but pump would click and not push medication through. Rn tried to trouble shoot but could not get pump to work. Rn was able to manually push infusion over 26 min. Rn reports patient tolerated infusion well, no concerns. Advised rn we will send out a new freedom pump. No missed doses reported, no adverse events reported, pump available for investigation upon return. Serial number not provided.